Event description:
Related manufacturing number: 2017865-2021-35756. It was reported that the patient presented for a routine follow-up. During the follow-up, it was noted that the right ventricle lead was over-sensing atrial signals and had loss of capture. An x-ray was performed, and it was noted that the lead was dislodged due to twiddlers syndrome. It was also noted that the implantable cardioverter defibrillator was over-sensing myopotentials and noise on the discrimination channel. Programming changes were made. During the explant procedure, it was noted that the helix would not extend, and the lead was replaced. The patient was in good condition after the implant.